Manufacturer narrative:
Unit passed displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No hardware low level failure alarm was noted during testing, and no hardware low level failure alarm are found in the formatted history files. The unit was received with severe scratches on the lcd window. The finish on the lcd window has rubbed off to the point where it does make it difficult for the user to read and navigate the menus. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery low alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported she did not hear any alarm though and now working again. The self test was passed and audio test passed as well. Customer reported the display gets dark and unreadable when being outside in the sun, the display appears to be a little rough and not as it used to be. The device will be returned for analysis.